Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Corrected data: catalog # = ecs21a. The analysis results found that one ecs21a device was received instead of a cdh21. The device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the washer was cut and the device worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the donuts were not complete and the washer did not cut. The staples were formed. A leak test was performed and the anastomosis was good. The case was completed with no patient consequence.